Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the outer sterile packaging shows there is some white debris present. Further investigation shows the inside of the lid is scratched/worn and is the source of the white debris. The DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to the vacuum seal packaging of the bearing rubbing against the lid over time as the unopened unit was transported/handled. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty procedure debris was found in the outer sterile packaging of a tibial bearing. No adverse event has been reported as a result of this malfunction.